Event description:
It was reported that the patient developed a urinary tract infection (uti) and was given an antibiotic about 10 or 11 days ago. The patient reported that she "felt like she still had the uti." The patient stated that "when she was at the restroom, she felt a burning sensation down below." The patient further stated that she "could not make it to the bathroom or she could sit there for half an hour and nothing came out." The patient indicated that it felt like it was before the implant. It was noted that the patient was using program 1 at 0.6 volts and the patient reported that she could feel it "a little bit." It was further noted that "it was too much" when the patient increased the stimulation up to 0.8 volts, but she could tolerate 0.7 volts. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v806787, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer.